Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. The implantable pulse generator (ipg) setting was adjusted to accommodate until the ipg replacement was scheduled. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.